Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the cut staples were from the fired reload. The patient had hemostasis and couldn't fire the load again on the stomach. There is no harm to the patient.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the surgeon fired the load, the blade cut the first row of staples on stomach that was remaining in patient. The staple line was incomplete. So there were only 2 rows of staples in the patient's stomach. The surgeon left it as is and did not re-fire a load.